Event description:
The pt was implanted with a left ventricular assist device. The week following implantation of (B)(6), increased pump power was observed. Due to discomfort to the pt, thrombolysis was performed a few times; however, the pt felt worse over time. Approx 4 months post-implant, a decrease in flow was observed, along with an intermittent low flow alarm. The pt was upgraded to a high urgency transplant status and the pt was subsequently transplanted. After the pump had been explanted, the hospital staff opened the pump and thrombus was observed at the inlet stator.

Manufacturer narrative:
The pt was successfully transplanted on (B)(6) 2013. The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.